Manufacturer narrative:
Correction: please retract this report 2017865-2025-11712, the pulse generator should not have been submitted as a medical device report (MDR) as there was no apparent malfunction.

Event description:
Related manufacturer reference number: 2017865-2025-11711. It was reported that high out-of-range lead impedance measurement was noted on the right ventricular (rv) lead and the implantable cardioverter defibrillator (ICD). No changes were made. The impedance measurements will be monitored. There were no adverse health consequences, the patient was stable.